Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Event summary: the controller with unknown serial number was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Based on historical review of similar events, a possible root cause of the reported event may be attributed to a faulty component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was exhibiting a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible, and no further information will likely be made available concerning the event.